Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2007, due to recurrent dislocation. The acetabular component, polyethylene liner, femoral component and modular head were removed and replaced. Additionally, the patient was revised on (B)(6) 2008, due to instability and a periprosthetic femur fracture. The polyethylene liner and modular head were removed and replaced. The surgeon also implanted a trochanter claw, bolt and cable system. Then, on (B)(6) 2008, patient was revised due to instability and dislocation. The modular head was removed and replaced. Operative notes state the presence of a hematoma and that the surgeon performed irrigation and debridement. On (B)(6) 2008, the patient was revised due to infection. Surgeon performed irrigation and debridement and the acetabular cup, polyethylene liner and modular head were removed and replaced. Also, the femoral stem was removed and replaced with a competitor cement spacer mold. Finally, on (B)(6) 2008, patient underwent a stage two revision where the surgeon reimplanted total hip components. The modular head, acetabular component and competitor cement spacer mold were removed and replaced. It is unknown during which procedure the trochanter claw and cable system were removed and replaced. A review of radiographic images revealed that the patient is bilateral. Therefore, the patient underwent a right total hip arthroplasty on an unknown date. Radiographs show the biomet cup has migrated vertically. There has been no reported revision procedure for the patient¿s right side. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 9 of 25 mdrs filed for the same event (reference 1825034-2010-00591-1 / 00598-1 and 1825034-2013-04791/04801 and 04806 and 04809 and 04813/04816).